Event description:
The following information was provided: one of the reamers was missing screws, we noticed before the case. The other reamer handle was used during the case and finished the case with it. It kept binding up while reaming, the joints are worn out within the reamer handle. Case type / application: tha 4.1.